Event description:
Customer reported, an intermittent touch screen failure message. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the system interface board and both interface cables. System operates as intended.